Event description:
It was reported that a patient alert occurred and that during device interrogation the lead measurements were normal. It was further reported that the alert was due to a lead integrity alert (lia) due to increased short interval counts (sic) and non-sustained tachycardia episodes. Technical review of electrograms revealed oversensing due to external noise/interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated the criteria for the right ventricular lead integrity alert were met. It was noted that a lead integrity alert was triggered due to meeting the requirements for nonsustained tachycardia and ventricular short interval counts (sic). There were four lead failure predictor and one nonsustained tachycardia events of less than 220 milliseconds of ventricle-ventricle cycle.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.